Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer's blood glucose at time of incident: 260 mg/dl. Patient's current bg: 517 mg/dl. Customer had no delivery issue. Customer performed a 5.0 unit fixed prime. Customer states the insulin exited. While reporting no delivery message customer states her blood glucose has been out of control. Customer states she thinks is because site was occluded reason she was not getting insulin. Customer states she has tried treating with her insulin pump however she keeps on getting no delivery messages. Customer states she is on her was to get some manual injections. Customer declined high blood glucose troubleshoot. The insulin pump will not be returned for analysis.